Event description:
The reporter stated the surgeon inserted and removed a cq2015a collamer aspheric three piece lens. The lens was removed due to lens tear. There was no pt injury. Backup lens was implanted.

Manufacturer narrative:
(B) (4). (B) (4).